Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the cannula tip of the viscous fluid control (vfc) detached when pressure was applied during the silicon injection phase of a vitrectomy procedure. The procedure was completed after replacing the product with another one. There was no harm to the patient. The product sample was retained. No additional information is expected.

Manufacturer narrative:
The used viscous fluid control pak (vfc) was returned and visually inspected. In returned condition, the syringe barrel contained silicone oil with the gray tip plunger inside. The tip of the 25ga cannula was slightly bent. Silicone oil around the lure lock was observed; the lure lock is utilized to securely engage the cannula. The tubing was also cut from the vfc adapter. Used lab stock components to replace missing/damaged items and continue testing. It's important to remind the customer to ensure the dfu is followed during filling silicone oil into the syringe barrel to prevent other components, such as, the lure lock from becoming lubricated. A system's console representing the current software version was used to test the sample. The silicone oil was removed from the barrel and then refilled in accordance with the directions-for-use (dfu); gray tip plunger was removed from the syringe barrel and the syringe was properly filled. The injection mode was measured under 60 psi pressure and the rate injection of silicone oil met specifications with the 25ga cannula attached. Under vacuum in extraction mode, the rate of aspiration of silicone oil met specifications. The plunger moved smoothly with no anomalies observed. There was no detachment of any component from the device during operational mode. Pressure was continuous and stable during injection and extraction mode. Radio frequency identifications(rfid) connection to the console and the syringe to the adapter could fully engage. The root cause of the customer's complaint could not be established; the returned sample met specifications. There was no detachment of a component from the vfc device during functional and performance testing.